Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a clip was successfully placed on the leaflets. Upon deployment, a single leaflet detachment (slda) occurred. An additional clip was placed successfully to stabilize the slda clip and further reduce the mr. Upon deployment of the second clip, there was an slda. The procedure was discontinued, the final mr was grade 4. There were no adverse patient sequela or clinically significant delays reported.